Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.2, lab: 7.1. Time between draws was two days. No exact dates provided. Self-test done and inr=0.8.

Manufacturer narrative:
Investigation pending.